Event description:
(B)(4). Rashes, hives, sharp pains, tooth problems, fatigue, depression. Yes device was provided by (B)(6).

Event description:
(B)(4). We are now in (B)(6) 2017. I have had several appointments and tests now at this point. An xray I finally had recently showed my essure coils are possibly fragmented in my tubes. You can see the markers on both sides are not lined up with the rest of the device as they were in my hsg test in 2010. A hysteroscope procedure I recently had also did not show the essure coils trailing into my uterus as they should be and the report from that procedure states essure can not be located. I still have extremely sharp pain in my right side. Dr offered to remove my tubes or do a hysterectomy but I have nothing wrong with me medically to remove my body parts. I just want the devices removed. I have not felt good in a long time and will be having essure removed as soon as possible. It's not easy to find a doctor who is knowledgeable in safely removing essure. I am now taking antidepressants to deal with all of this. I feel deceived and lied to this product should never have been allowed to be placed in women.